Event description:
It was reported that during multiple aneurysm case of left internal carotid artery (ica), physician selected the subject flow diverter stent to cover the lesion. After deploying approximately 50% of the subject stent at the lesion, it was noticed that the subject stent failed to expand at the posterior knee of cavernous sinus segment. The physician attempted to push and pull the subject stent twice, but the expansion was unsuccessful. Therefore, an attempt was made to retrieve the entire subject stent into the microcatheter. During the process of retrieval, when the subject stent was almost completely retrieved, significant resistance was encountered. As a result, the subject stent and the microcatheter system was maintained in place and an intermediate catheter was delivered to middle cerebral artery (mca). Subsequently, the subject stent and microcatheter system were withdrawn together from the patient¿s body. Upon external inspection, it was found that the distal tip of the microcatheter was severely deformed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the device was returned with a microcatheter. The subject stent and stent delivery wire (sdw) were protruding from the tip of the microcatheter. The stent having been retracted back into the microcatheter and introducer sheath was subsequently removed from the introducer sheath. The stent was not fully opened at the distal end; it was also crimped in the middle with the braid compressed and the edges of the stent had frayed braid. Blood was also noted on the stent. The sdw was severely kinked/bent 6.2cm from the distal end. The introducer sheath was inspected and found to be intact, and no anomaly was noted. The functional inspection revealed for ¿flow diverter stent difficult/unable to re-capture into microcatheter¿ inspection ¿ the introducer sheath was connected to the microcatheter and the sdw was retracted back through the microcatheter and into the introducer sheath with the stent attached. Friction was experienced retracting the stent and sdw through the microcatheter. Blood entered the introducer sheath during retraction. The stent was successfully recaptured into the microcatheter and introducer sheath. The reported event is covered in the device direction for use (dfu). Also, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The patient¿s anatomy was moderately tortuous. Other devices used in the procedure in conjunction with the subject device was microcatheter. The intermediate catheter was used during the procedure as it was recommended as standard process to use intermediate catheter to build access for subject stent. The delivery catheter and pusher were purged with sterile saline and verify that fluid exits the end of the delivery catheter and pusher. The flow diverter was recaptured and redeployed back into the microcatheter 2 times. When the stent was almost completely retrieved into the microcatheter, the physician reported significant resistance during retrieval as part of the subject stent was out of the microcatheter. The stent was hard to be retrieved. The position of the delivery catheter was confirmed by visualizing the radiopaque markers. There was no resistance between the delivery catheter and the pusher. There was no resistance encountered during navigation of the stent to the target lesion and there was no resistance during advancement of the stent delivery system through the patient¿s anatomy. The physician did not try to retrieve the microcatheter before the stent was completely inside the microcatheter. After removal, the physician did not attempt to deploy the stent on the table (outside the pt. Body). Product analysis found the device was returned with a microcatheter. The stent and sdw were protruding from the tip of the microcatheter. The introducer sheath was connected to the microcatheter and the sdw was retracted back through the microcatheter and into the introducer sheath with the stent attached. Friction was experienced retracting the stent and sdw through the microcatheter. Blood entered the introducer sheath during retraction. The stent was successfully recaptured into the microcatheter and introducer sheath. On removal of the stent from the introducer sheath, it was found to be not fully opened at the distal end, crimped in the middle with the braid compressed and the edges of the stent had frayed braid. Blood was also noted on the stent. There was no damage, and no anomaly noted with the introducer sheath. The sdw was severely kinked/bent 6.2 cm from the distal end which most likely occurred during the procedure and would have caused the friction experienced retracting the stent and sdw through the microcatheter. The presence of blood on and inside the returned devices would indicate continuous flush was not sufficient to prevent retrograde blood flow into the microcatheter and this would most likely have contributed to the reported event. An assignable cause of procedural factors will be assigned to the as reported events ¿ stent failed/unable to open (when not implanted)¿ and ¿flow diverter stent difficult/unable to re-capture into microcatheter¿ and as analyzed event ¿stent difficult/unable to advance or pullback through catheter¿, ¿stent failed/unable to open (when not implanted)¿, 'stent deformed¿, ¿sdw kinked/bent¿ and ¿stent friction¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during multiple aneurysm case of left internal carotid artery (ica), physician selected the subject flow diverter stent to cover the lesion. After deploying approximately 50% of the subject stent at the lesion, it was noticed that the subject stent failed to expand at the posterior knee of cavernous sinus segment. The physician attempted to push and pull the subject stent twice, but the expansion was unsuccessful. Therefore, an attempt was made to retrieve the entire subject stent into the microcatheter. During the process of retrieval, when the subject stent was almost completely retrieved, significant resistance was encountered. As a result, the subject stent and the microcatheter system was maintained in place and an intermediate catheter was delivered to middle cerebral artery (mca). Subsequently, the subject stent and microcatheter system were withdrawn together from the patient¿s body. Upon external inspection, it was found that the distal tip of the microcatheter was severely deformed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.